Event description:
Device is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
B3: date of occurrence reported as "summer of 2023". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported right side rupture. Device has been explanted.